Event description:
It was reported that prior to starting a da vinci prostatectomy surgical procedure, it was noted that the cadiere forceps instrument was not able to be recognized by the system. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to replicate the customer reported complaint. The instrument passed a recognition test on a in house system. No trouble could be found. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. Scratches are .057 - .256 in length and not aligned with the tube axis. 001 uses left. No other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.